Manufacturer narrative:
The device was returned to the manufacturer for analysis. The tracer and non-invasive dynamic reference frame (drf) showed green status and navigated normally in the cranial software application. The unit was ran for a 48 hour burn-in test in the ear, nose & throat (ent) application which showed green status and normal navigation on all 8 ports. The unit navigated normally in the cranial application for 24 hours and passed the pegboard test for accuracy. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
RMA issued. Replacement mobile field generator shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device found no issues at power on, it tracks with green status through the entire volume. Ran for 24 hours and no issues were observed. Performed a peg board test and it passed. No fault found - fully functional. RMA issued. Replacement axiem portable shipped to site (B)(4) 2014. Suspect axiem portable has not been returned to manufacturer for analysis a medtronic representative performed a navigation system check-out. System became unresponsive after axiem attachment. A medtronic representative, following-up at the site, reported replicating the issue when plugging the same axiem box and emitter to a different stealth navigation system. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial shunt placement procedure, the navigation system became unresponsive after plugging in the axiem box. Trouble-shooting did not resolve the issue. The system was re-started, with the axiem still plugged in, however, the synergy cranial application remained unresponsive. The surgeon opted to discontinue use of the navigation system to complete the procedure. There was no impact on patient outcome.